Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted implantable pacing lead exhibited high thresholds and high impedance. The lead was removed and a second lead was attempted but also exhibited high thresholds. The second lead was removed and a third lead was ultimately implanted. The physician was reportedly inexperienced with pacing the his bundle. No patient complications have been reported as a result of this event.